Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the bottom case seal was intact and the plunger case was removed upon receipt, the top case was cracked and chipped by the front left bottom corner, and the right plunger case and battery door were cracked. There was no visible contamination found. Error code information could not be retrieved from the ehl (event history log). The customer reported issue was duplicated during the investigation as the pump exhibited a constant alarm with no display upon power up. Root cause of the reported issue is due to customer or user error whereby a downloaded program was not completely uploaded from the base to the head. Uploaded software from base unit via interconnect board to the head unit (main board) by performing power point process, reprogrammed the firmware software to version v1.6.4. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device was previously serviced for an unrelated issue. There was no indication of a service issue during the investigation.

Manufacturer narrative:
Other, other text: b5: additional information received via email on 19-oct-2022: no patient involved during the issue. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that during a returned order service it was noticed that there was a battery malfunction. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.